Manufacturer narrative:
E1: initial reporter phone no. (Additional): (B)(6). H4: the lot was manufactured march 5-6, 2024. The devices were received for evaluation with no fluid in their bladders. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the devices were found to be within specification. The reported condition was not verified. The devices were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors emptied the solution approximately 24 hours early than the expected time (46 hours). This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.